Event description:
Healthcare professional reported right side pain, change of shape, and rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: missing shell (0-25%), sharp broken and opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening and broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.